Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality control (qc) results were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a system check, which passed. The cse checked water and substrate dispense, probe angles and ran a water test, which passed. The cse replaced the dilution well assembly as a precaution. The cse adjusted the settings for sample probe at dilution well. The cause of the discordant, falsely elevated prg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated progesterone (prg) result was obtained on one female patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated at a reference laboratory on an alternate platform, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prg result.